Event description:
It was reported that the epidural catheter separated during removal from the pt. A surgical cutdown procedure was performed to remove the retained portion of the catheter. There were no add'l complications.